Event description:
On (B)(6) 2011 a patient (pt) contacted our firm reporting that he/she had experienced a corneal ulcer (cu) in the od and is scheduled to have a corneal transplant in (B)(6). He/she was calling to inform us of the event and he/she was seeking compensation for pain and suffering. The pt replaced contact lenses (cl) every 2-3 weeks but sometimes wore them beyond longer and every once in a while he/she sleeps in them. The pt was using opti-free replenish solution to clean/disinfect the cl and renu prior to that time. The pt stated that he/she wore a lens from a carton that wasn't sealed and while wearing the lens it tore on his/her eye. The pt was in the hospital about 15 days and stated the doctor initially felt he/she had "pink eye" but 2 days later determined it wasn't "pink eye." The pt was treated with vancomycin and tobramycin drops, alternating them every 30 mins and steroid and rewetting drops. The pt stated that he/she lost partial vision in the od and is scheduled for a corneal transplant (B)(6) 2011. The pt has a hx of sarcoidosis, had recently been hospitalized for an unk reason and had a blood clot in the right leg during the hospitalization. The pt went to the ecp for a follow up appt on (B)(6) 2011, had red eye at that time and he/she was hospitalized. He/she reported using visine for cl for red eye, severe eye pain and his/her vision declining shortly after hospitalization. The pt had a hx of "double eyelashes" causing irritation and the lashes would stick together at times. The pt saw an eye care professional (ecp) who removed some of the lashes. On (B)(6) 2011 our firm spoke with the treating ecp's office who stated that a culture of the eye was performed on (B)(6) 2011 that was positive for (B)(6). They first saw him/her for an inpatient consult on (B)(6) 2011 for a "severe corneal ulcer." The pt was treated with several antibiotics during hospitalization. On (B)(6) 2011 the pt was dx with central corneal scar od. The pt is scheduled to have corneal transplant (B)(6) 2011 to treat a central corneal scar. The admit and discharge dates were unk. The acct declined providing any additional info to our firm without the pt's consent. Our firm has made numerous unsuccessful attempts to obtain the lot number and remaining product for evaluation. Any additional info will be reported within 30 days of receipt. (B)(4).

Manufacturer narrative:
No conclusions can be drawn. Device not returned. No evaluation will be performed.